Event description:
Reportedly, the device (19mm) was explanted at implant due to an obstruction of the coronary ostia. The customer reported that a magna ease valve, model 3300tfx19mm, was implanted for aortic valve replacement (avr) to correct severe aortic stenosis (as) on (B)(6) 2011. The customer reported that the aortic root was very narrow. The replica end of the magna ease sizer was barely passing the aortic root at an angle. However, the 19mm was selected because the patient's aortic root was soft. At implant, the customer thought the right coronary ostia might have been blocked. At that time, the customer was planning on performing right coronary artery bypass graft (CABG). After aorta was de-clamped, the heart did not start pumping even after using cardiac pacing. The customer suspected both right and left coronary arteries were blocked and there was no blood flow in the artery. He immediately re-clamped the aortic coronary again and decided to perform a re-avr. The valve was explanted and replaced with a 17mm mechanical valve. At the explant, the valve was observed and there was no problem with the device. The customer commented that the valve was fitted; however, there was a mural left coronary artery (lca) and the suture that knotted the valve was blocking the lca. After re-avr, the heart started pumping by using cardiac pacing. The customer commented that this explant was not expected; however, not device related either. The customer commented that it was his misjudgment. The device was discarded at the hospital and will not be returned for evaluation.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in process. The device is not available for return and evaluation because it was discarded by the hospital. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. In this case, the surgeon commented that this explant was unexpected and not device related. The device was observed after explant and there were no problems with the device.

Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Corrected data: the DHR information has been updated as follows: lot number: 12e139, expiration date: 05/06/2016, approximate age of device: 22 days, device manufacture date: 05/18/2012.